Manufacturer narrative:
The actual device and a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph and a leak at the y-site clearlink was identified. Visual inspection on the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure, clear passage under water, and priming were performed and no issues were observed. The reported condition was verified during visual inspection of the photograph only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked at the second clearlink y-site from the bottom. The device contained total parenteral nutrition fluids. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.